Event description:
Patient had bsx pacemaker (model s606 . Sn (B)(6)) that was at eos on (B)(6), and then after his bypass surgery on (B)(6) was not capturing . Replaced with mdt crtp. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).